Event description:
A tandem mobi cartridge alarm was reported during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer followed instructions to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The customer was able to reload the cartridge and resume insulin therapy, resolving the issue.